Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was in a rolled configuration and the guide bead was not returned with the event unit. Based on the condition of the event unit, it is likely that the tissue bag was unable to open upon deployment due to the fact that the tissue bag had conformed to the shape of the introducer shaft. The instructions for use (IFU) states that "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." It is likely that the guide bead was pulled off of the bag when the tissue bag was removed from the patient. A deployment malfunction is not reportable as it is unlikely to cause or contribute to death or serious injury. This event is being reported since the guide bead was missing during the evaluation of the returned unit. This report is a combined initial and follow-up report.

Event description:
Name of procedure being performed: unknown. Detailed description of event: "no patient injury". "Would not fully deploy". Additional info received via email from contract specialist at [name] on december 04, 2019: I sent these questions to the rn who was in the case. I have not received anything back yet. I am sure they just used another bag. No patient injury. Would not open. Additional information received via email on 16dec2019 from [name]: [name] is unable to get any additional information about this case. Patient status: "no patient injury". Type of intervention: ni.